Event description:
This 56 year old female had bilateral breast augumentation with silicone gel implants of a unknown manufacturer and unknown date of implantation. A recent mammogram and utlrasound showed a ruptured left breast implant.gross exam: left implant grossly ruptured; right implant not leaking silicone gel, but the dacon patch had come off and was firmly adherent to the underlying muscleinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown, none or unknown, other. Conclusion: other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.